Manufacturer narrative:
The reported events of high pacing threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned. Electrical tests and x-ray examination were normal. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the novel lead exhibited high capture threshold and high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.